Manufacturer narrative:
Approximate age of device - 8 months. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. It was reported that the patient was presented to hospital with abdominal pain and driveline infection, and the patient was admitted on (B)(6) 2018 through (b)(64) 2018, treated with IV antibiotics. It was reported that the patient was readmitted to hospital on (B)(6) 2018 for low flow and syncope. Hcp believed that it was related to bacteremia and driveline infection. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the reported event could not be conclusively determined. Driveline, local, and pump pocket infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding controlling infection. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.